Event description:
It was reported that; as doctor was using the funnel it had broke and the pieces will not be returned because the hospital threw them away.

Manufacturer narrative:
Method: risk assessment. Results: no relevant issues were found in the manufacturing records of the device lot that may have contributed to the reported event. Dconclusion: the plausible root cause could not be identified because the device was not returned for evaluation.

Event description:
It was reported that; as doctor was using the funnel it had broke and the pieces will not be returned because the hospital threw them away.